Event description:
Rn was administering insulin medication to patient. She removed the syringe from patient's arm and advanced the needle safety cover up but when nurse extern went to put the needle in the sharps the cover was not fully clicked up and the needle stuck her left pointer finger.